Manufacturer narrative:
Device was received with a scratched case, a cracked reservoir tube lip, a missing display window cover, a broken belt clip rails and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, device was also received with no button response due to moisture damage found on the electrical board connector. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated there was intermittent response by button press. Block mode was not active. Buttons was unresponsive even after battery replace. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.